Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the patient's jugular vein was punctured and it was noted the hub of the needle pulled air due to a crack. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided one photo for analysis. The complaint of needle hub cracked was able to be confirmed by the photo as the photo revealed fluid leaking from the hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "locate and puncture artery with desired introducer needle or introducer catheter/ needle assembly, where provided. Pulsatile blood flow from the needle hub indicates successful entry into artery." The customer report of a cracked needle hub was confirmed through visual inspection of the customer supplied photo. A device history record review was performed on a potential lot with no findings relevant to this investigation. It was determined that the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Investigation of this issue is documented under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the patient's jugular vein was punctured and it was noted the hub of the needle pulled air due to a crack. A new needle was successfully used to place the cvc. No patient harm was reported. The patient's condition is reported as fine.